Event description:
The customer called to report that one of their ventilators is powering on intermittently. Per the customer, at first try the ventilator will not power up, and the leds are not lit. Then, after turning it on and off a few times, it powers up and runs properly. No patient involvement.

Manufacturer narrative:
(B)(4). Based on the information that the customer provided to us, carefusion technical support determined that the probable root cause of the reported event was a faulty coin cell battery. Carefusion technical support advised the customer to replace the coin cell battery, then contact them if the coin cell battery does not correct the issue. As of (B)(6) 2015 the customer has not called back regarding this issue.